Manufacturer narrative:
All information provided by manufacturer, and maude event report (B)(4) was received.

Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a patient alert. The patient received appropriate hv therapy for ventricular tachycardia which resulted in low, out of range hv lead impedance. Lead was capped and replaced. The patient condition was fine.

Event description:
Additional information received indicated that externalized conductors were also observed.

Event description:
New information received indicates that an insulation anomaly was observed.